Manufacturer narrative:
Concomitant products: w1tr01 crtp implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and rising impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.